Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose level of 440 mg/dl. Customer was treated with manual injection. Customer had nausea. Customer had blood glucose level of 330 mg/dl. Customer was alleging insulin pump for under delivering because customer was receiving basal insulin. Customer stated that there was air bubbles and leak. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.